Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. This event was reported via law enforcement (B)(6). It is noted (per medical director-clinical affairs, teleflex) that the event description does not report a product/quality issue. User error in not following the best practice/safe technique during insertion can contribute to the reported event. IFU states to "hold catheter at desired depth and remove spring-wire guide". Additional information: the catheter was inserted from the right femoral. The patient was transferred to another hospital 2 months later for removal of catheter. During removal of the catheter the doctor found the spring wire guide coalesced at the tip of the catheter. The doctor removed the catheter and the spring wire guide together. The patient lost consciousness 20 minutes later and confirmed patient death. On (B)(6) 2018 an autopsy was performed. It was noted the spring wire guide tip perforated the right ventricular and cardiac tamponade occurred. No other pathology found related to the patient's death.

Event description:
The event description is reported as: it's not that the user complains about our product, but we received this report from the officer of osaka prefectural police, as follows: the swg (spring wire guide) had been left in the patient for about 2 months, and it's not certain if that was the reason for the cause of the patient's death.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use provided with this kit cautions the user, "maintain a firm grip on guidewire at all times. Keep sufficient guidewire length exposed at hub for handling purposes. A non-controlled guidewire can lead to wire embolus." Based on the complaint description that the guide wire was inserted all the way into the patient, the probable cause is user error. Teleflex (B)(4) was contacted regarding an in-service and it was reported that they are unable to make contact with the user or hospital directly.

Event description:
The event description is reported as: it's not that the user complains about our product, but we received this report from the officer of (B)(6) police, as follows: the swg (spring wire guide) had been left in the patient for about 2 months, and it's not certain if that was the reason for the cause of the patient's death.